Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing high blood glucose values of 450 mg/dl. The customer's blood glucose values was 512 mg/dl at the time of call. The customer did not report any symptoms related with the high blood glucose values. The customer treated high blood glucose with manual injection. The customer stated the high blood glucose values began on (B)(6) 2017 and have not contacted their doctor. The customer stated high blood glucose started when they changed there infusion set and later found out it was related to a bent cannula. The pump will not return for analysis.